Manufacturer narrative:
Alleged failure: push button is sticking/broken/coating peeling off handle. Confirmed failure: coating peeling off handle, push button is sticking/broken. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. (B)(4).

Event description:
It was reported that the insulation had been compromised.